Event description:
During a ptca treatment procedure the pt2 moderate support 185 cm star guidewire perforated the vessel. The lesion being treated was a 100% occluded lesion in the 1st diagonal branch of the left anterior descending coronary artery. The physician was teemtpting to cross the lesion when the wire perforated the vessel. The physician covered the perforation with a jomed stent. The patient is in stable condition.

Event description:
It was further reported that the lesion being treated was minimally calcified and the vessel was minimally tortuous. The physician used a 6 fr cordis introducer sheath for vascular access and a 6 fr medtronic launcher ebu 4.0 guide catheter to cross the lesion with minimal resistance. The pt2 ms guidewire was advanced past the lesion. Upon injection to confirm wire position, extravasation into pericardium noted and a localized proximal diagonal vessel perforation was confirmed. The pt experienced mild angina during this event, but the EKG remained stable. The physician used an otw maverick balloon and an exchange whisper guidewire to get past the lesion into the diagonal artery proper. Prolonged inflations (>3 minutes) did not seal the perforation. Despite having to wait more than one hour for a jomed covered stent to be delivered from another hospital, the jomed covered stent was successfully used to "wall off" the perforation. The patient's current status is described as `alive and well'.